Event description:
On (B)(6) 2011, pt reported the up button on the infusion device is defective. This was noticed within the past week. Pt boluses 4 times per day and has used this infusion device since 2008. The up button does pop up after it is pressed and does not produce an audible beep. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.